Event description:
Procedure type: gastric bypass. According to the reporter: after firing some sulus, and egia45avm sulu was connected, tested. Surgeon wanted to fire - it was not possible and the green control light of the handle symbol on the idrvulta1 handle was blinking. Then they opened another idrvulra1 and finished the procedure with the same egia45avm. This happens with this handle two times. No person injured. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/25/2014.